Manufacturer narrative:
(B)(4) for the reported event of stent migration. (B)(4) for the reported event of stent cover damage. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the distal esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on an unknown date. According to the complainant, the stent was implanted to treat a malignant stricture. Reportedly, the patient¿s anatomy was tortuous. On an unknown date, it was reported that the patient experienced dysphagia. The physician noted that the stent migrated. The stent was removed and it was noted that the stent cover had a hole. Another wallflex esophageal stent was implanted to the lesion site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the distal esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on an unknown date. According to the complainant, the stent was implanted to treat a malignant stricture. Reportedly, the patient's anatomy was tortuous. On an unknown date, it was reported that the patient experienced dysphagia. The physician noted that the stent migrated. The stent was removed and it was noted that the stent cover had a hole. Another wallflex esophageal stent was implanted to the lesion site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information received on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the distal esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on an unknown date. According to the complainant, the stent was implanted to treat a malignant stricture. Reportedly, the patient's anatomy was tortuous. On an unknown date, it was reported that the patient experienced dysphagia. The physician noted that the stent migrated. The stent was removed and it was noted that the stent cover had a hole. Another wallflex esophageal stent was implanted to the lesion site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on (B)(6) 2015: the wallflex esophageal fully covered stent was implanted during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2014. The patient had a swallow study and they found there was a hole in the cover. The wallflex esophageal fully covered stent was removed and replaced with another stent on (B)(6) 2014.